Event description:
It was reported that the pump touch screen went blank on the device, which affected the ability to interact with it. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.